Event description:
Initial information was received on (B)(6) 2013 from a rescue worker who is also the consumer. This (B)(6) female consumer used meridol special toothbrush when the bristles came loose while brushing and got stuck in her gums. She began using the toothbrush three times a day on an unk date in 2013. Subsequently, she experienced the event on (B)(6) 2013. A dentist was consulted and the bristles were removed from her gums on an unk date in (B)(6) 2013. At the time of this report, the action taken with the toothbrush was unk. (B)(4).